Manufacturer narrative:
The field svc engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse performed preventive maintenance (pm) due to overdue of preventive maintenance. The fse performed all instrument verification tests including foam/no foam, system checks, and carryover testing. All tests successfully passed except carryover. The fse replaced the sample probe and successfully passed carryover test. Quality control was performed and passed successfully. The fse completed unit verification and all results conformed to the MFR's published performance specifications. The unit was returned to normal operation. The pt sample was collected in a 6 ml 13x100 bd plastic lithium heparin tube with gel and allowed to clot for 30 mins. Sample appearance was normal. The pt sample was initially processed through the automation line and loaded through the spu for repeat analysis. Specimen sample was from the primary tube. Creatine kinase-mb (ck-mb) quality control resulted within specifications prior to and after the event. System check performed on (B)(4) 2008 resulted within specifications. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-02817.

Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result involving unicel dxi 800 access immunoassay system. This is report number one of two. The elevated result was not reproducible. The elevated result was not released out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.